Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was eroding through the skin. Surgical intervention may be pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the ipg was explanted on (B)(6) 2022. The patient died on (B)(6) 2022, there were no complications during the procedure reported. The patient's daughter stated due to his age, his body never recovered form the explant procedure.